Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A pharmacist reported via phone call that the customer was in the hospital with diabetic ketoacidosis. Customer's blood glucose at time of incident was 276 mg/dl and was unknown at the time of the call. Pharmacist is calling on behalf of customer to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 467 mg/dl. Troubleshooting found that drive support cap was normal but cannula was bent and was a motor error in history. Customer was advised to revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. Customer was advised to change out the entire set, reservoir and insulin and treat per doctor's instruction.